Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a cgm accuracy issue. At around 2am, the patient was feeling dizzy. Her cgm was reading 100 mg/dl, and the bg meter was reading 37 mg/dl. The patient was wearing a tandem insulin pump. The patient¿s mother treated the patient with nasal glucagon spray and she recovered after treatment. The patient did not seek any assistance from a higher level of care. The patient was ¿feeling fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.